Event description:
It was reported that the patient presented in clinic with alerts for non-sustained right ventricular oversensing and low, out of range, pacing lead impedance. Noise was not reproducible in-clinic with provocative testing. At the previous generator change a kink in the lead near the clavicle had been noted. The lead will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted.